Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It is alleged that the "patient received a gunther tulip filter on (B)(6) 2007 at (B)(6)." It is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). 510(k) k032426. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on (B)(6) 2017 as follows: the patient allegedly received the device implant via right common femoral vein on (B)(6) 2007 as prophylaxis for pe. The patient had sustained multiple fractures in a motorcycle accident and was deemed a high risk for dvt and pe. The patient is alleging anxiety, frequent monitoring of device is required.

Manufacturer narrative:
(B)(4). Evaluation - no information regarding the event. The product was not returned to assist with the investigation. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Unable to comment on the alleged injury. There is no evidence to suggest the device was not manufactured to specifications. If additional information is received, the report will be re-opened for further investigation.

Event description:
It is alleged that the ¿patient received a gunther tulip filter on (B)(6) 2007 at (B)(6) hospital in (B)(6)." It is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable, or unchanged. Additional information: lot number. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "anxiety and frequent monitoring of device is required". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. According to device history records, based on the lot number provided, there is no evidence to suggest that this device was not manufactured according to specifications or that the filter did not perform as intended, e.g., the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.